Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was damaged with smashed knobs. The product is expected back for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment as the upper case was broken and the encoder was pushed inside of device. It was also noted that a capacitor on the main printed circuit board (pcb) was damaged. The encoder assembly was replaced as a preventative. One knob was missing. The lower case was broken. The display wire was pinched with wire insulation exposed. A hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the knob was broken. The epg was returned for service.